Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the reservoirs leaked. The reservoir leaked where the p-cap and reservoir connect. Air bubbles were also in the reservoir. Customer's blood glucose level was not reported. The device was not returned.